Event description:
It was observed by the customer that the centraliser was missing. An alternative device was reportedly available.

Manufacturer narrative:
A supplemental report will be submitted upon completion.